Event description:
International affiliate reports the three screws in question were implanted on (B)(6) 2014 in a patient with degenerative disorder (o-c3). At the follow-up examination after the implantation, it was found that the screws were backing out. The revision surgery is scheduled to be performed. It was reported that the surgeon suspects the patient¿s post-operative activities had to do with the back-out. The following mfg. Medwatch reports are being filed for the three mountaineer oc screws that are reported to have backed out post-operatively: 1526439-2014-11711, 1526439-2014-11712, 1526439-2014-11713.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Still implanted.